Event description:
Underdelivery reported. Pt was receiving the following medication while using an omni flow 4000 plus infusion pump: line a - d5 1/2 ns in 1000 ml volume at 10 cc/hr rate, line b - epinephrine 2mg/250 ml at 64 ml/hr (8.5 mcg/min) rate, dopamine 44mg/250 ml at 10 ml/hr (4.2 mcg/kg/min) rate. The epinephrine on line b had been reprogrammed to increase infusion from 60 ml/hr at 1700. At 1800 the pump alarmed occlusion in pt line. The infusion had been running greater than 24 hrs prior to this event. In response to the occlusion alarm, the central venous catheter line was checked for blood return and also was checked off the pump for patency. The pump was checked for power failure. The nurse removed the pt line from the pump and was able to run the infusion in a free flow mode in order to deliver the needed medication to the pt. There was no report of adverse reaction or pt harm as a result of the incident. No additional info was available.